Manufacturer narrative:
Analysis was able to confirm the customers comment, the device was in poor mechanical and cosmetic condition. The device was opened and found to be sticky. The battery chamber was loose along with several screws. The upper and lower case was damaged and cracked. The epg was missing parts at the back side and the highrate cover. The device was reassembled for incoming tests and passed automated testing. The device is at end of service and the customer has been advised to scrap the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery drawer was broken. There was no patient involvement.